Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation two days prior (patient gender, age and weight unknown). According to the complainant, after the procedure was completed successfully, the physician pulled the balloon into the scope prior to complete deflation and the balloon burst inside of the patient. When the balloon was withdrawn, it was noted that no part of the balloon detached from the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The investigation results revealed that the most likely cause of this event is user error. Per the complainant, the physician pulled the balloon into the scope prior to complete deflation. Per the dfu on page 4, "precaution: do not pull back on the catheter until deflated completely. Warning: the balloon must be thoroughly deflated and all fluid removed prior to withdrawal." The root cause is likely due to user error because the balloon was not entirely deflated before the catheter was withdrawn from the procedure site. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed.